Manufacturer narrative:
(B)(4). Medical devices: steerable guide catheter, pericardiocentesis needle. The device was not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). One clip was successfully implanted reducing mr to grade 1. After the procedure, the patient experienced a drop in blood pressure and a pericardial effusion (pe), from an unknown source, was noted on the echocardiogram. Reportedly, the mitraclip devices did not cause or contribute to the pe. Cardiac tamponade resulted from the pe, which was successfully treated with a pericardiocentesis needle; however, the needle inadvertently injured a vein in the diaphragm which resulted in a gastric bleed. The patient was taken to surgery and the gastric bleed was successfully treated. Unfortunately, 4 hours later, the patient died from cardiogenic shock. It was thought that the general anesthesia caused or contributed to the cardiogenic shock. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of hypotension, pericardial effusion and cardiac tamponade, as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported pericardial effusion could not be determined, but the reported patient effects of hypotension and cardiac tamponade were secondary effects of the pericardial effusion. There is no indication of a product quality issue with respect to manufacture, design or labeling.